Event description:
A customer reported a chalky cloudy precipitation. The patient had to have their hemofiltration stopped with a resulting loss of some blood that was in the dialysis circuit. No patient injury has been reported/confirmed by the customer.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Two samples from batch 08b27g70 received. The units had not been used. The overpouch had been removed from one of the samples. The solution in each of the solution bags was clear with no defects noted. Various samples for similar complaints have been sent to and analyzed by our sister plant in (B)(4). These samples consisted of cloudy solution and precipitate and were taken from the pre/post dilution lines. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team, including members of the castlebar qa management group and the product development group in (B)(4), has been set up to investigate this issue. The relevant ministries of health have been notified of this problem. A caution in use notification letter has been issued, which has placed on all accusol products by the relevant centres/hospitals. The root cause is undetermined. Investigations into this issue are ongoing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.